Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had concerns with her device. A revision surgery was schedule on (B)(6) 2011 wherein the pump was to be moved from lower back to front. No info was available as regards to pt symptoms, reason for revision and drug(s) infused via the device. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implanted pump. The patient mentioned having traumatic brain injury. On (B)(6) 2011, the patient reported that the personal therapy manager (ptm) was having intermittent issues with not turning on. She initially stated that she was unable to replace batteries because her arm was swollen, but later stated on the same day that she had just replaced the batteries. The batteries were depleting very rapidly. The patient later reported on (B)(6) 2011 that she had concerns with her device or therapy and that surgery was going to be performed on (B)(6) 2011 to move the pump from the lower back to the front; this information was previously reported in manufacturer's report # 3004209178-2011-05737 and any additional information will be submitted as part of this new report. The print report provided by the rep on 2016-01-12 indicates that a catheter revision and pump repositioning to the abdomen was performed on (B)(6) 2011. A new catheter was added and spliced in the back. Follow-up was conducted for the cause of the catheter revision and pump repositioning. If additional information is received, another follow-up report will be sent.